Manufacturer narrative:
(B)(4). Batch # t5f232. Investigation summary: the analysis results showed that one ecr45b reload was received. The reload was received unfired and with damage on reload deck. No functional test was performed due the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the damage was due to an improper handling of the reload. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during a vats, the cover cap of the ecr45b was damaged. It was not used on the patient and surgery was continued with another new reload. Surgery was not delayed and was successfully completed. There were no patient consequences.